Event description:
It was reported that during a supra cervical hysterectomy procedure, the tissue pad fell off into the patient. The piece was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 11/04/2008. Information anticipated, but unavailable at this time.